Manufacturer narrative:
Other devices involved in this event: medical device battery / (B)(4). Medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: (B)(4)- 1650de - exp. Date: 08/31/2017; (B)(4)- 1650de - exp. Date: 06/30/2017; (B)(4)- 1650de - exp. Date: 01/31/2017; (B)(4)- 1650de - exp. Date: 01/31/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported from the site that the patient was having potential power switching. It was further stated that log files analysis confirmed the events. Also a controller exchange was performed and it was stated that there were no consequences to the patient. Four batteries and controller were taken out of service and exchanged and are being returned to the manufacturer for analysis. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries, (B)(4), were returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a test controller during the analysis of the units. Results revealed that the electrical connections between the batteries and test controller were stable. Failure analysis of the controller was not performed since the unit was not returned. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer is investigating momentary disconnections between the controller and batteries.  Other device involved in this event: battery/ (B)(4). (B)(4). Device available for evaluation? 05/11/2017. Device evaluated by manufacturer? Yes, returned to manufacturer. Device manufacture date: 08/01/2016. Labeled for single use? No. (B)(4). Medical device: battery(B)(4). (B)(4). Device available for evaluation? 05/11/2017. Device evaluated by manufacturer? Yes, returned to manufacturer. Device manufacture date: 06/12/2016. Labeled for single use? No. (B)(4). Medical device: battery/(B)(4). (B)(4). Device available for evaluation? 05/11/2017. Device evaluated by manufacturer? Yes, returned to manufacturer. Device manufacture date: 01/26/2016. Labeled for single use? No. (B)(4). Medical device: battery/(B)(4), (B)(4), device available for evaluation? 05/11/2017. Device evaluated by manufacturer? Yes, returned to manufacturer. Device manufacture date: 01/26/2016. Labeled for single use? No. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.